Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a unknown transmitter issue occurred. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. The reported event of unknown transmitter issue was undetermined. The probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). A more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a potential reportable event occured. Product was provided for evaluation and is pending investigation. A follow up report will be submitted upon completion of investigation. No additional event or patient information is available.